Event description:
Power supply board installed in 2003. All functions verified. Unit lasted 24 hours and problem recurred. Installed new board and problem did not recur. Left unit running over the weekened with no alarms.